Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/25/2020. Additional h6 patient code: 3189 - surgery prolonged.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pk5053, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many of the total quantity were involved for the reported issue? 5 pieces. Note: events reported in 2210968-2020-02357, 2210968-2020-02358, 2210968-2020-02360, and 2210968-2020-02361.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. There was a delay, however, the procedure was completed successfully with another like device. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2020. Additional h3 investigation summary: one open box with two samples of product code z1927, lot pk5053 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.